Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. An analysis of the data logs has been performed. This analysis concluded that the first reported issue is due to a known anomaly. Then, a communication error occurred due to the position of the robot arm and the force applied on it. The force was considered as too excessive by the controller because the robot arm was at an extreme range and then, was more sensitive. Therefore, the device shutdown was normal behavior. Finally, a third device shutdown, not mentioned in the complaint description, occurred during the display exam management. The software could not load the 3d reconstruction due to a memory overload provoked by the oversized of the 3d reference. In fact the slice resolution of this exam was 545 x 534 pixels instead of 512 x 512 pixels, as recommended in the acquisition protocol IFU. Therefore, this issue can be considered as a use error. (B)(4).

Event description:
The company field service engineer (fse) was assisting in an seeg case. After loading the patient folder, the fse attempted to connect the robot (at 9:00am) to perform registration. The robot would not connect and had to be restarted. After restart, the robot connected and this caused about a 5-minute delay to the case. During registration, a resident was attempting to complete the registration by driving to the fiducials. While being in fast mode, the arm extended to far and the arm locked and the robot shutdown at 9:20am. The robot was restarted, and the registration was restarted and completed. This caused about a 5-minute delay to the case.